Manufacturer narrative:
Image review: two intra procedural fluoroscopic images were provided for review. Evidence supports that during removal of the delivery catheter system, the paddle attachment interacted with the outflow of the valve causing aortic dislodgement. Of note, caution is needed while withdrawing the delivery catheter system to minimize interaction with the valve frame. Subsequently, a second valve was implanted. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012124362); product type: 0195-heart valves section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was fully deployed, the delivery catheter system (dcs) caught onto the c tab of the valve causing a dislodgement. Extra arterial puncture was needed to position the snare so that the valve could be repositioned and secured. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated: b5, h6 corrected: h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was fully deployed, the delivery catheter system (dcs) caught onto the c tab of the valve causing a dislodgement. Extra arterial puncture was needed to position the snare so that the valve could be repositioned and secured. A second valve was implanted. No additional adverse patient effects were reported. Additional information was received that no pre-implant balloon dilatation was performed. The patient had torturous femoral anatomy and a dilated ascending aorta which contributed to the dislodgement. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the implant depth of the valve was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). The direction of dislodgement was aortic. After the valve dislodgement, the implant depth was approximately -15 mm on the ncc and -12 mm on the lcc. A medtronic (confida) guidewire was used during the procedure.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.